Event description:
The customer observed a non-reproducable, falsely elevated pt result processed using vitros glu slides on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
This investigation found no evidence to indicate that the vitros 350 did not operate as intended. The investigation determined that a single, non-reproducible, falsely elevated vitros glu pt result was obtained from a serum sample processed on (B) (6) 2009. Quality control results were acceptable at te time. The initial serum result did not match sodium fluoride plasma results processed on the same day at an alternate lab. The serum and sodium fluoride samples were repeated on (B) (6) 2009 with the results matching the initial sodium fluoride result. The root cause of this event is unk.